Event description:
It was reported that during an interventional procedure in the circumflex artery, as the xience v stent delivery system (sds) was advanced through the sheath, resistance was met. The sds did cross the lesion. While removing the sds through the sheath, the stent became caught in the distal end of the sheath and dislodged within it. The sheath with the dislodged stent was removed as one unit. There were no adverse pt effects. No add'l info was provided.

Manufacturer narrative:
(B)(4). The device was rec'd. Investigation is not complete.